Event description:
Customer reported that a reactive toxo igg result for one pt was generated by the unicel dxi 800 access immunoassay system. The result did not correlate with the clinical history of the pt. The results were not reported out of the laboratory. The samples were retested and the result obtained was non-reactive and correlated with the pt's history. It is not known if there were any changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call or examination of the system was performed. Accordingly, no root cause or conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and october 23, 2010 for add'l reportable events.